Manufacturer narrative:
(B)(4). Product code is class 1, exempt from FDA 510k. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating during a bronchial examination, pentax model fi-10rbsd/serial (B)(4) was being used in combination with portex blue line tracheal tube (37fr) manufactured by (B)(4), and as the physician withdrew the non-rigid laryngoscope from the tracheal tube, black resin stripped off the non-rigid laryngoscope and fell into the patient. A pentax representative visited the facility on (B)(6) 2017 and confirmed the damaged section on the non-rigid laryngoscope was about 10cm from the distal end in which the black resin was stripped off. Information from the nurse chief officer, confirmed from the physician, stated after inserting, there was resistance when withdrawing the non-rigid laryngoscope. The debris which fell into the patient was removed by using another endoscope (bronchoscope). After removing the debris, an x-ray was performed on the patient which confirmed no debris remained. The physician explained the incident to the patient, who accepted the explanation. Furthermore, the facility stated xylocaine (lidocaine) spray was used as a lubricant. The facility also stated a leak test was performed and no outer damage was observed on the non-rigid laryngoscope before use. The non-rigid laryngoscope is manually cleaned and sterilized by eog after each use. In addition, during the visit on (B)(6) 2017, the pentax representative removed the non-rigid laryngoscope from the facility and returned it to pentax (B)(4) for evaluation. Based on the evaluation and the investigation performed by pentax (B)(4), it was concluded the deterioration of the insertion tube surface was due to the lidocaine and eo sterilization use at the facility.